Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive motor error alarms. Customer did not report a motor position encoder error alarm. Customer attempted to treat with insulin pen blood glucose dropped to 40 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did not contain a motor position encoder error alarm and did contain more than one motor error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test and unexpected restart error test due to motor error alarms. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self-test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.